Event description:
The customer's mother reported that the customer's glucose level reached 350 mg/dl, and when the pod was removed, it was noticed that the cannula was kinked. The pod was worn for less than 4 hours.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.